Event description:
On (B)(6): customer reports via phone that during an undetermined urology procedure, the staff reports the table lost the ability to raise or lower. Physician was able to complete the procedure at the current table height. No reported injury. Patient info was not provided, other than to say the patient is fine.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.